Manufacturer narrative:
An investigation was conducted through review of available engineering logs and device data. The review showed that the device was powered off on (B)(6) 2025 due to battery depletion, a factory reset was present in the logs, and no device malfunction alerts or motor errors were identified; insulin delivery behavior observed was consistent with expected system behavior in the absence of power and glucose input. It was concluded that the cause of the event remains indeterminate due to limited clinical information, though interruption of insulin therapy following device power loss may have contributed. No confirmed device malfunction was identified. If the device is returned, a physical evaluation will be performed and a supplemental MDR will be submitted if additional information becomes available.

Event description:
On 18-dec-2025 the user reported that on (B)(6) 2025 they experienced hyperglycemia with blood glucose values not reported. Prior to hospitalization, limited information was available regarding events leading up to the elevated blood glucose, and the user could not be reached to provide additional treatment or blood glucose details. The user was hospitalized from (B)(6) 2025 for management of hyperglycemia and diabetic ketoacidosis, and the discharge status was unknown.